Event description:
It was reported that the patient experienced phrenic nerve stimulation. The left ventricular lead exhibited elevated thresholds. The lead was capped and replaced during a routine pulse generator change out.